Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding a surgery for a distal radius fracture. During the surgery, the surgeon first inserted a 2.7 mm cortical screw, then four va locking screws at the most distal holes, and lastly a ti locking screw at a proximal hole. While he was re-torquing, starting from the most distal part, he found that the screw head at the most distal hole on the ulnar side had clearly been implanted deeper than the rest, but not through. All screws were tightened and surgery completed. The surgeon notes that he does not believe that he applied extreme force. This is report #2 of 2 for the same event.

Manufacturer narrative:
Device was used for treatment. A review of the device history record has been requested. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Manufacturer narrative:
Without the material and based on the provided information no conclusion is possible and the cause of this occurrence can not be defined. The device history record was reviewed with no complaint related anomalies was noted.